Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose. The customer¿s blood glucose level was 25 mmol/l. The customer was not treated for high blood glucose. Customer reported that the insulin pump had a cracked retainer ring. The customer stated that the reservoir was not able to lock into place. It was unknown that customer was using auto mode or not. The device will be returned for analysis.